Event description:
This rv lead was implanted on (B)(6) 2010, and remains implanted at this time. It was noted, that this lead had pacing lead impedance. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).